Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event occurred while in the cticu (cardiothoracic intensive care unit) during use. Insertion occurred while in the cath lab. An intra-aortic balloon (iab-05840-lws) was inserted through the sheath (from the insertion kit; one with the side port) via femoral. The intra-aortic balloon pump (autocat2 wave) alarmed he (helium) loss and blood was observed in the driveline. As a result, the iab was removed. Pump strips wer generated, but are unavailable for review. It is unknown if x-rays were performed. There was a delay or interruption in therapy noted. There was no report of any patient death or injury. No medical/surgical intervention was required. The patient outcome is unknown. Additional information received on 30jul2014 stated that relevant medical history/diagnosis/medication and indication for use: temporary pacer insertion, angioplasty and low blood pressure. The event occurred while in the cath lab less than 10 minutes after the doctor inserted the iab without issue and approximately 2 minutes after pumping began. The doctor removed the iab for possible rupture while still in the cath lab successfully. There was not another attempt to replace the iab. The doctor decided at this point the patient was stable without the iabp therapy. The iabp therapy was discontinued with no harm to the patient noticed. An x-ray was performed while in the cath lab under fluoroscopy, but is not available for review. There was no report of complications. The patient outcome is the patient was stable and transferred to the unit.